Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient was having surgery unrelated to this system and the caller was going to re-assess shock impedance following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements ranging from 154 ohms to greater than 200 ohms. No adverse patient effects were reported.